Event description:
During ifc stim treatment patient had burns beneath the electrodes in the lower back location. No further information available.

Manufacturer narrative:
Did a full functional test on all waveforms and all 4 channels. No problem was found. Labeling was reviewed and found to be adequate.